Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds and high defibrillation impedance. Additionally, it was noted that the rv lead failed to convert an arrhythmia after delivering several unsuccessful shocks. The patient felt minor discomfort due to the shocks. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were high capture threshold, high defib impedance and unsuccessful shocks. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported events of high capture threshold and high defib impedance were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Corrected data: d6b updated from (B)(6) 2023 to (B)(6) 2023.